Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient experienced a small amount of bleeding from the driveline due to a lapse of inr. Unspecified changes to the patient¿s medication were made. The bleeding reportedly resolved by (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The device remains in use and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.